Event description:
I had a right total hip replacement -depuy pinnacle metal-on-metal -(B)(6) 2006. In (B)(6) 2009, device began to fail causing metal -chromium and cobalt- ions to leach into my system. Revision totalhip replacement to remove depuy and replace with different brand device (B)(6) 2010. The depuy pinnacle was to last 15 to 20 years, not 3 years.